Event description:
Customer's family member reported that insulin was leaking from the reservoir. Family member stated they are turning reservoir slowly to take reservoir off. Customer stated also pushes up on the plunger and twists to get plunger off.